Event description:
#22g insyte was inserted into rt hand & hip locked for CT procedure. After the contact was infected IV site infiltrated. Hand (up to the wrist) was red, swellon & painful. Presented back into the ER at 1500 & swelling had increased to the elbow very painful.